Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there was a five minute delay to the surgery and that the broken piece did not fall into the surgical site. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was returned for evaluation. It was visually confirmed that the blade mount tab was broken off the blade. The returned device was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multifactorial.